Manufacturer narrative:
Evaluation summary continued: the distal portion of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The exposed superior vena cava defibrillation coil became extrinsically distorted due to p ulling/stretching/overstress. The exposed right ventricular defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The inner insulation of the lead was extrinsically breached due to melting. The outer insulation of the lead was extrinsically breached due to melting. The analyst noted the distal part of the lead was returned with a lead removal wire in the distal conductor. The distal conductor was fractured in vivo at 26 cm. The outer insulation was breached extrinsically due to melting at various locations. The inner insulation was breached extrinsically due to melting at various locations. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days post the revision that had taken place to check for connector/set screw issue, the right ventricular (rv) lead trends and noise continue. The rv lead impedance trends were observed to be jumping erratically/fluctuating with oversensing noise on egms (electrograms). There was noise/oversensing noted on non-sustained high rate episodes. Because the physician was unable to determine which component in the system was causing the intermittent high rv lead impedance and oversensing the physician decided to replace the complete system. Therefore, the implantable cardioverter defibrillator (ICD) and rv lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.